Event description:
It was reported that the patient in the hospital. Upon review it was noted that the right ventricular lead exhibited low impedance. Programming changes were performed. The patient was in stable condition.